Event description:
The facility reported an infusion pump that "did not alarm upstream occlusion" when the tube was occluded during patient use. The facility's biomedical engineer stated that the pump was infusing chemotherapy medications and a "buretrol cylinder set" was being used when the event occurred. Biomedical engineering stated they have no record of any patient incident or medication intervention involving the pump. Although attempts were made by baxter technical support to obtain additional informaiton from the reporting facility, details were not available regarding patient demographics, diagnosis or status, and set up of the infusion device.